Event description:
It was reported that the castor wheel on the unit came off, causing the unit to tip over. The equipment on the unit fell to the ground. It was further reported that there was no patient involvement and no reports of any adverse consequences.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.